Event description:
It was reported to philips that the ECG port connector worn. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) found that the ECG port connector / panel has worn connectors. The panel needs to be replaced. Upon conclusion of the evaluation, it was determined that the ECG port connector / panel requires replacement. It was replaced. The device passed testing and was put back into service.